Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to device replacement unrelated to the lead, x ray imaging showed externalized conductor. The lead was explanted. The patient was in stable condition.